Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a few days post the pulse field ablation procedure, the patient experienced a polyserositis and acute appendicitis. They had hemorrhagic gastritis, a likely dieulafoy ulcer of the gastric corpus, and pleuroperitoneal effusion. They were hospitalized between (B)(6) 2025. During the hospitalization the patient had multiple diagnostic testing and a change in medications. They also underwent a video laparoscopy, appendectomy, and blood transfusion. The patient's condition is deemed resolved on (B)(6) 2025. The catheter is expected to be returned for analysis.